Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported their ins was not draining and the issue began last week. The patient also mentioned they received little shocks when the stimulation was turned on or off, but mostly when the stimulation was turned on which also started the beginning of last week. The patient mentioned the ins would only charge 10% per day and they used to charge 60% or 70% every other day. During the call, the patient mentioned the last time they charged their ins was 4 days ago. Both the controller and ins were at 90%. The agent redirected the patient to their healthcare provider to address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.